Event description:
It was reported via medwatch ¿during PICC (peripherally inserted central catheter) line placement, staff reported the following¿ the vein was accessed and then the wire was inserted through the needle per procedure. The wire did not thread properly. Difficulty met when attempting to remove the wire. Staff noted the needle dislodged and the wire remained in the tissue. Wire was resistant to removal and during removal, it began to unbraid. X-rays were obtained to confirm there was no retained foreign body as a result of the wire unraveling.¿

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.